Event description:
On (B)(6) 2019, the customer had initially reported that her adc blood glucose meter displaying an error message. On (B)(6) 2019 the customer reported that she had not received her replacement meter and was therefore unable to measure her blood glucose and experienced a medical event. On (B)(6) 2019, the customer experienced vomiting and contacted a family member for assistance. Upon the family member's arrival, emergency services were called as the customer lost consciousness. Customer was diagnosed with diabetic ketoacidosis (dka) and dehydration and was given unspecified IV fluids. Customer was unable to provide what additional medical treatments she received while hospitalized, but she did report that a healthcare professional adjusted her blood pressure medication. The customer was discharged from the hospital after 5 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid lot number has not been provided for the freestyle strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A dhrs (device history review) for the freestyle meter freedom was reviewed and the DHR review showed the freestyle meter freedom passed all tests prior to release. Clinical data was reviewed and confirmed that the freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was completed for the freestyle strips and reported complaint and no tripped trends were found. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2019, the customer had initially reported that her adc blood glucose meter displaying an error message. On (B)(6) 2019 the customer reported that she had not received her replacement meter and was therefore unable to measure her blood glucose and experienced a medical event. On (B)(6) 2019, the customer experienced vomiting and contacted a family member for assistance. Upon the family member's arrival, emergency services were called as the customer lost consciousness. Customer was diagnosed with diabetic ketoacidosis (dka) and dehydration and was given unspecified IV fluids. Customer was unable to provide what additional medical treatments she received while hospitalized, but she did report that a healthcare professional adjusted her blood pressure medication. The customer was discharged from the hospital after 5 days. There was no report of death or permanent injury associated with this event.